Manufacturer narrative:
The sales rep reported that the patient warranted revision surgery due to an infection. The original surgery date was (B)(6) 2023. The new surgery date was (B)(6) 2024. Patient developed an infection at some point after the initial knee replacement on (B)(6) 2023. On (B)(6) 2024 a surgical I&d (irrigation and drainage) and tibial insert replacement was done. However, the infection was not resolved and on (B)(6) 2024, the conformis implant (all components) were removed, and an antibiotic spacer was used. A follow-up communication indicates that the patient did receive a different vendor's implant. This reported infection has occurred less than 1 year after the primary implant surgery. According to the sterilization records this sn was sterilized using the vhp method. This sn was sterilized on batch run # 2572 on (B)(6) 2023. No ncmr's are associated with this lts-v batch run. A review of this sn resulted in no non-conformances and would indicate the device was designed and manufactured to specifications. Endotoxin results were also reviewed and did not record any excursions during the period the product was processed through final manufacturing. Infection is a known complication of joint replacement surgery. Based on the available information, cause of infection cannot be conclusively determined to be related to the device. Cannot definitively determine if the device caused or contributed to the failure mode implanted: (B)(6) 2023. Explanted: (B)(6) 2024.

Event description:
On (B)(6) 2024 conformis was notified of this incident. Infection which resulted in full revision after attempted poly swap and I& d on (B)(6) 2024. On (B)(6) 2024, prosthesis removal and antibiotic spacer has been performed. Original surgery date:(B)(6) 2023.